Event description:
Follow up information was received from the physician on 27-mar-2019: additional injection site reported as mental crease. The patient was in the ICU for three days.

Event description:
Follow up information was received from the physician on 03-apr-2019: patient's hypertension medication clarified to be lisinopril. On (B)(6) 2018, in preparation for injection with radiesse(+) , the patient was injected with an unspecified amount of lidocaine. The patient was then injected with "2 units" of radiesse(+) in sequential fashion. The physician massaged each small segment to prevent lumps. He repeated this several times, completing four full passes of massage with the radiesse(+) so the product was smooth, without clumping. The patient was also injected with 65 units of botox (onabotulinumtoxina) to the forehead, glabella, and crow's feet without problems. Post injections, the patient was provided an ice pack, massage exercises, post-procedural instructions, and discharged to home. A few hours later, the patient presented back to the office with dramatic swelling, described as ballooned, to all the areas in which radiesse(+) was injected, namely the nlf and ml. The physician was concerned it would block her airway. In the opinion of the reporter, the patient possibly had an unusual allergic response.

Event description:
Follow up information was received from the physician on 28-jan-2019: the patient "normalized" within two weeks.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, respiratory distress, was deemed to meet serious injury criteria of life-threatening. The device history record for radiesse(+) dermal filler lot 100111189 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a physician and concerns a (B)(6) female patient who was injected with an unspecified number of units of botox (onabotulinumtoxina) to the glabella and crow's feet and two "units", clarified as two syringes, of radiesse(+) to the nasolabial folds and marionette lines around 1330 on (B)(6) 2018. Medical history: positive for hypertension, hypercholesterolemia, asthma, cold sores, and psoriasis; negative for previous fillers. Concomitant medications reported as hypertension medication, a statin, and an inhaler (none further specified). Post injection, the physician learned the patient had been receiving a monoclonal antibody, tremfya (guselkumab), subcutaneously every eight weeks to treat psoriasis. Prior to injection, the patient was administered intraoral lidocaine. Post injection, the areas were massaged. The patient had no problems, felt fine and left the office. About 1630 on the day of injection, the patient presented back to the office with an "anaphylactic rash" (also reported as "some sort of rash, not sure what") and her face "looked like a basketball," clarified as her cheeks and lower lip, and any place radiesse was injected was swollen. Her tongue and upper lip were not swollen. Vital signs were fine. "It was not systemic." The physician started an IV and administered decadron (dexamethasone), benadryl (diphenhydramine) and ancef (cefazolin) in the office with no effect. After about 30 minutes, the patient started drooling, and "couldn't suck her spit down anymore." The physician called ems, who administered oxygen and a unit of epinephrine without results. The patient's vital signs were still normal. The patient was transported to the hospital. She was admitted to the intensive care unit (ICU) for respiratory distress on the evening of (B)(6) 2018. Treatment reported as steroids. As of the morning of (B)(6) 2018, the patient was trending toward normal. Her peri-oral area "calmed down" and she was able to eat on the evening of (B)(6) 2018. She developed a fever blister. Her vital signs remained normal. The patient was scheduled for discharge on (B)(6) 2018. Causality reported as related to radiesse(+) or to the combination of radiesse(+) and the patient's other medications. Lot number reported as 100111189, which corresponds to radiesse(+)(suspect product originally reported as radiesse). Follow up information was received from the physician on (B)(6) 2018: the patient was injected with botox to the forehead and had no reaction to the injected area, clarified as "she was completely normal and had no reaction there at all." The physician did not consider botox as suspect. The patient has followed up with the physician twice and the effects of the radiesse "have gone down."